Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 30 (mg/dl). Juice was consumed to address bg levels. Reportedly, the customer believes they need more pump training and attributed this to their low bg levels. It was recommended that the customer contact their health care provider.